Event description:
It was reported that 17 months after the implant, the pt experienced pain during drug infusion. An x-ray detected that the catheter was displaced. The port was surgically removed, and the distal portion of the catheter was retrieved in radiology using a forceps. There were no pt complications.